Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection.

Event description:
It was reported that review of this patient's presenting rhythm was requested. A boston scientific technical services consultant stated the rhythm showed potential fusion due to the appearance of the t-wave following a pace. The consultant discussed and explained device programming and function to the caller. Additionally, a review of the stored data identified an out of range pacing impedance measurement of 2063 ohms on the right ventricular (rv) channel. No adverse patient effects were reported.